Event description:
It was reported the device was used in a laparoscopic lobectomy. It was reported the staples malformed. Another device was used to complete the case. There was no consequence to the patient.